Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium and chloride results for two patients on their c501 analyzer. The discrepant results were reported outside the laboratory. The first patient's initial sodium result was 155 mmol/l and initial chloride result was 120.1 mmol/l. The first patient's repeat sodium result was 141 mmol/l and repeat chloride result was 103.6 mmol/l. The second patient's initial sodium result was 153 mmol/l and initial chloride result was 117.4 mmol/l. The second patient's repeat sodium result was 138 mmol/l and repeat chloride result was 100.5 mmol/l. There were no deaths or treatment to the patients due to this event. Information on whether the patients were adversely affected was requested but not provided. The sodium and chloride electrode lot numbers and expiration dates were requested but not provided. The customer stated they replaced the ise internal standard, but did not calibrate of perform quality control.

Manufacturer narrative:
The sodium electrode lot number was y82 and the chloride electrode lot number was l08. The root cause could not be determined with the information provided. Additional data were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(4).